Manufacturer narrative:
The device was not returned to olympus for evaluation to date. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that visera elite xenon light source, error code e200 was observed during reprocessing when started the device. The intended plasma cutting procedure was finished with another similar device. There was no patient under sedation and no delay in procedure was reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e200 error could not be identified. Olympus will continue to monitor field performance for this device.